Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery (rcfa) was attempted using a proglide device with a 6f sheath after a carotid stent interventional procedure. Reportedly, a femoral angiogram was taken and the device was thought to be in the rcfa. The proglide was deployed; however, a cuff miss was noted, as no sutures were attached to the needle. Additional imaging noted that the proglide had been attempted to be deployed in the superficial femoral artery (sfa) and not the rcfa as intended. The foot was closed and an attempt was made to remove the device from the sfa; however, it was stuck. Access from the left common femoral artery (lcfa) was used to go around to the original access site in the sfa. A covered viabahn stent was deployed to protect the right sfa as the proglide was going to be forcefully removed and to ensure that vessel damage did not occur during the device removal. The proglide device was forcefully "yanked" out of the right sfa. While doing this, the distal proximal guide broke apart. A snare was used to retrieve the broken guide. Manual arterial compression was applied to both the right superficial femoral artery and lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, user facility medwatch report # (B)(4) was received stating: "patient arrived for carotid stent placement. Carotid stent successfully placed, no patient complications. At the end of the procedure, the decision was made to place a perclose closure device. Upon deployment of the perclose device, an issue arose and the device was unable to be removed. It was at this point dr. Consulted another dr. Who then arrived, and was able to remove the device successfully without having to take the patient to surgery. All sheaths were then removed, and hemostasis was achieved, except a 5fr sheath in the vein on the right leg. Patient was then transferred to his bed where a femstop was placed and the patient was transferred to his room".

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the instructions for use (IFU) states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Additionally, the IFU states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The investigation determined the reported needle to cuff miss, entrapment of the device/ difficulty to remove and the treatment appear to be related to procedure circumstance. The reported guide detachment appears to be related to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). Device status changed from yes, returning to no, discarded. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the instructions for use (IFU) states: do not use the perclose proglide smc system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). Additionally, it states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The investigation determined the reported needle to cuff miss, entrapment of the device/ difficulty to remove and the treatment appear to be related to procedure circumstance. The reported guide detachment appears to be related to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.